Manufacturer narrative:
Additional information: b6, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the returned instrument was loaded with a test needle from the rpa inventory. No issues were noted when fully compressing the instrument handles and retracting the loading blades in the process of loading the needle. The needle was passed between the jaws (toggled) several times without issue. The needle was applied to test media for functional testing. The returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. It was reported that the device was difficult to load and small fragment of the needle broke off. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent loading blades. Visual examination noted that the left loading blade was received bent and was straightened prior to functional testing. The most likely cause for the additional condition is transport/storage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received without a needle loaded, placed within the blister pack and with the loading blades extended. Mi croscopic inspection noted no witness marks from the needle tip impacting the beveled wall. Some sheared material was observed on the flat pin. Microscopic inspection of the flat pin found it to be properly oriented. No damage was observed upon inspection of the center rod. Functionally, the returned instrument was loaded with a test needle from the rpa inventory. No issues were noted when fully compressing the instrument handles and retracting the loading blades in the process of loading the needle. The needle was passed between the jaws (toggled) several times without issue. The needle was applied to test media for functional testing. The returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. It was reported that the device was difficult to load and a small fragment of the needle broke off. The reported issues were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent loading blade. Visual inspection noted that he left loading blade was received bent and was straightened prior to functional testing. The most likely cause could not be established from the information available. This issue may occur during return shipping to the investigations laboratory as the device was not returned in appropri ate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or an leveraging force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, on the third reload, the device was difficult to load. A small fragment of the needle broke off into the patient during the colpotomy. An x-ray was performed for the express purpose of locating the needle fragment, but the x-ray did not detect the fragment and was not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.